Event description:
A hosp in (B) (6) reported that the mr290 humidification chamber was leaking. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned chamber device was visually inspected for cracks. Results: a small crack was observed in the plastic chamber dome where the leak occurred. The location of the crack was at the base where the chamber aluminium base is press rolled onto the plastic dome. Conclusion: it is possible, the crack was caused during production or from impact when transported or used. As all chambers are pressure tested for leaks during production, the crack may have developed post production, although the exact cause cannot be determined. (B) (4)